Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions), h8 (reused device). Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device reveals the 2.0 sleeve is missing from the device. This piece was not returned. The device shows signs of extensive wear and use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d4 (lot number), d9,h3 (device received for analysis).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, a 2.0/2.7mm double-ended drill guide broke after a drill became cold welded inside the guide. The procedure was resumed, without any delay, after changing the surgical technique. Patient was not harmed as consequence of this problem.